Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he noticed fluids were under the lcd screen and the device had a crack along the battery compartment. Customer's blood glucose was 122 mg/dl. Customer stated he wears the device under his vest when he goes kayaking. Troubleshooting was performed for the fluids and cosmetic damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.